Event description:
It was reported that there was no sensing on the atrial analyzer cable, as shown by no electrogram on the programmer while the atrial lead was connected to the atrial analyzer cable. It was also reported that the atrial analyzer cable sometimes showed noise. Disconnecting and re-connecting the cable from both the programmer and lead did not resolve the issue, however an electrogram was visible when the lead was connected to the ventricular analyzer cable. The atrial analyzer cable was replaced during the procedure, which resolved the problem. The atrial analyzer cable is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.